Event description:
It was reported that this pacemaker was part of the system revision due to implant protrusion and possible infection. Reportedly, there were soreness, itchiness, nor hotness felt by the patient. The caller mentioned that the protrusion was not a pacemaker related. No adverse patient effects were reported. The pacemaker was explanted.